Event description:
Complaint alleged that the casters do not hold.

Manufacturer narrative:
Technician found the bed in the bed shop. Found - the casters do not hold and ratchet. Cause - the casters are old and worn out. Replaced the brake and brake/steer casters to resolve this issue.